Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 2.5 years of support, the patient expired on (B)(6) 2017 due to suspected suicide. It was reported that the hospital team suspected that the device was disconnected, but confirmation was not available. No additional information was provided.

Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A direct correlation between the device and the report patient outcome could not be conclusively determined. No log files from the time of the reported event were available for analysis. No prior events were reported for this patient throughout approximately 2.5 years on lvad support. The heartmate ii lvas instructions for use and patient handbook explain that if the driveline disconnects from the system controller, the pump will stop. These documents also note that at least one system controller power cable must be connected to a power source at all times. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.